Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports she has passed out and tested 108 mg/dl on the complete system using comfort curve test strips. Customer's spouse immediately tested her on his "one touch" system and result was 31 mg/dl. Customer was treated with an injection of glucagon and she regained consciousness 10-12 minutes later. Customer was given peanut butter crackers and 30 minutes later she tested 130 mg/dl on the "one touch" system. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.